Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a guide wire fracture occurred. Vascular access was obtained via the femoral artery. A guide catheter was placed and a 182cm choice guide wire was advanced. After guide wire placement the physician back loaded an unspecified monorail balloon catheter onto the guide wire. Once the balloon catheter was inside the patient's anatomy, it was noted that there was approximately 30-40cm of the guide wire sticking out of the guide wire lumen, and the back end of the guide wire fractured about 8 inches from the end. The broken guide wire remained outside of the patient's anatomy. The guide catheter, guide wire and the balloon catheter were all removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is unspecified.

Manufacturer narrative:
Device evaluated by manufacturer: the guide wire was received separated in two segments. Visual and microscopic analysis revealed the guide wire length met specifications. Bends/kinks are present at 3 mm, 14 cm, and 147 cm proximal from the distal tip end section. Except where noted, the specimen appeared to be visually correct. No other damage or inconsistencies were noted to this specimen during the analysis. Sem (scanning electron microscope analysis) revealed the outer tube fracture site exhibited evidence of compression and tension along with material wall tears. In addition the inner walls of the tube were rolled over. All are indicative of a bending action. The fracture surface exhibited elongated dimple ruptures in tear. The inner core wire exhibited material neckdown along with elongated dimple ruptures in shear. No material anomalies were noted. The batch is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a guide wire fracture occurred. Vascular access was obtained via the femoral artery. A guide catheter was placed and a 182cm choice guide wire was advanced. After guide wire placement the physician back loaded an unspecified monorail balloon catheter onto the guide wire. Once the balloon catheter was inside the patient's anatomy, it was noted that there was approximately 30-40cm of the guide wire sticking out of the guide wire lumen, and the back end of the guide wire fractured about 8 inches from the end. The broken guide wire remained outside of the patient's anatomy. The guide catheter, guide wire and the balloon catheter were all removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is unspecified